Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced an skin flap infection. The recipient was hospitalized on (B)(6) 2016 and was treated with eqiceft and sefuroksim-zinnat for 3 weeks. The recipient was recommended non-use of the device during the treatment. On (B)(6) 2016, the recipient underwent a skin flap revision and repositioning surgery. The recipient's infection resolved and the recipient resumed use of the device. On (B)(6) 2017, the recipient experienced irritation at the implant site. The recipient was treated with rif 125mg for over a month. The recipient's irritation resolved. The recipient is using the device without complaints.